Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 35 mg/dl. The current blood glucose was 251 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Whether customer use auto mode feature at the time of low blood glucose event or not was unknown. Based on customer report customer was alleging insulin pump was over delivering. The insulin pump and reservoir will not be returned for analysis.